Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
To date the lens remains implanted. The device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the patient that a zct300 intraocular lens was implanted in the right eye. The patient reported ghosting and blurred vision in the right eye. The patients vision was crisp for approximately 1 1/2 days following surgery at which time the vision became blurry. The lens was checked for possible rotation but it was determined that the iol had not rotated and that it was placed as per manifest calculations. Additional information received revealed there is no planned intervention at this time. The patients symptoms affect her ability to perform daily activities. No additional information was performed.